Manufacturer narrative:
One workmate¿ claris¿ ep-4¿ cardiac stimulator was received for analysis. Visual inspection of the returned cardiac stimulator indicated all labels are intact, legible and appear to have no physical damage. It was also verified that all internal components were secured, and no physical damage was detected on the chassis exterior. All mounting hardware was secured, and all socketed ic (integrated circuit) components were fully seated. Preliminary voltage measurements were performed which confirmed the returned cardiac stimulator meets the internal hardware specifications. It was also confirmed that the stimulator failed to successfully execute the post (power on self-test) and communicate with the ep-4 touchscreen pc, which confirms the reported issue. Additional testing isolated the single board computer as the root cause of the communication issue. The sbc (single board computer) was temporarily replaced for the purpose of the evaluation and normal communication was restored to the system. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information provided to abbott and the investigation performed, the root cause of the reported communication issue was isolated to abnormal functionality of the microprocessor.

Event description:
During an atrial flutter ablation procedure, workmate claris stimulator was unable to communicate. The main frame was replaced to resolve the issue. The procedure was cancelled and there were no adverse patient consequences.